Event description:
A customer reported that the insulin pump was not reading a full cartridge, despite the cartridge being filled. There was no adverse impact to the customer's blood glucose level. The customer declined the offer to be transferred to cts for further assistance and no additional actions were noted regarding the outcome of the event.